Manufacturer narrative:
The reported event was unconfirmed as the reported event conditions could not be replicated. Visual evaluation noted 3 photo samples received. First photo sample indicates urine filled up within collection meter and bag. Second and third photo showcase residue on filter. Based on photo sample received as urine is present in the bag therefore product meets specifications. The product was used for patient diagnostic or treatment. The product was not influenced by the reported event. Labelling review and DHR review is not required as the product was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that urine meter drainage bags vinyls were sticking together and also urine was not draining into the bag. It was also reported that they noticed the filter in the bag got wet with the urine and some sediments were stick to the filter. On checking, customer got a humid gauze and cleaned the filter surface, which allowed the urine to flow into the bag.

Event description:
It was reported that urine meter drainage bags vinyls were sticking together and also urine was not draining into the bag. It was also reported that they noticed the filter in the bag got wet with the urine and some sediments were stick to the filter. On checking customer got a humid gauze and cleaned the filter surface which allowed the urine to flow into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.